Event description:
Nidek received a complaint from the customer on (B)(6) 2013. Customer reported that during the use of yc-1800 sn: (B)(4), the aiming beam was out of focus. No injury to the patient was reported at the time.

Manufacturer narrative:
The affected device was not returned to nidek for evaluation. However, a nidek field service engineer (fse) had conducted an on-site evaluation. On evaluation fse found the objective lens and oculars were dirty. The treatment output energy on the display was low. Focus shift and focus points were checked and were within the specifications. The system has been evaluated and no failure was found; however, the dirty objective lens could affect the emission of actual energy and could cause the low display energy. Fse cleaned the oculars and objective lens, the monitor and display energies were calibrated according the specifications. The system has been operational. Nidek made attempts to contact the customer to gather additional information regarding the reported event without success. If additional significant information is received at a later date, a follow-up report will be submitted. Nidek inc. Considers it a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.